Event description:
It was reported that the pt stated that she has had pain since surgery. She has pain in her left hip, leg, and extreme pain in her lower back. She said that extreme amount of fluid was extracted from her hip joint. Her doctor ordered her pain shots. Her blood levels are higher than normal. She has hard time standing or sitting for long time because, her leg would get numb. She has hard time sleeping on her left side. Pt's revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.